Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to expose. The customer didn¿t ask for evaluation nor repair of the product to philips since the device was out of warranty. The system was checked by third party, so no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. Health impact and conclusion code were corrected.

Event description:
It has been reported to philips that the system stopped exposing during a procedure. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to expose. The customer didn¿t ask for evaluation nor repair of the product to philips since the device was out of warranty. The system was checked by third party, so no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. Health impact and conclusion code were corrected. The 510k, catalog item identifier, reporting address line 1, reporting address city, common device name, FDA product code and the manufacture date have been updated.